Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was changing the infusion set when the insulin pump's motor kept moving and insulin squirted out. The insulin pump kept alarming compromised force sensor system. The alarm came back after the customer attempted to remove the battery. The customer's blood glucose level was 500 mg/dl. The customer went to the emergency room and was given a backup plan on (B)(6) 2015. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Clarification was received that the customer did not receive any medical assistance while in the emergency room. The customer only went to the emergency room to get a back up plan.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, self-test, and the displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, and excessive no delivery alarm tests due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.